Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision of tha, removal of recalled asr acetabular components. Patient experienced pain and osteolysis. Clinical findings also indicated inflammation. There was reported delay due to explant of acetabular and femoral devices. Femoral device removed as a result of osteolytic resorption & compromised fixation. After review of medical records, patient was revised to address left hip replacement with metallosis, pain and increased level of cobalt and chromium. Operative notes reported, a copious amount of metallosis debris was encountered in the joint. The trunnion was noted to have a great deal of metallosis. Radiographs showed a small amount of lysis and MRI showed metallosis. Added medical history, patient harm and affected side. Doi: (B)(6) 2009. Dor: (B)(6) 2018; unknown hip.